Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was chipped in front corner and had multiple cracks. Force sensor bridge test error was found in the event history log (ehl). An occlusion test was performed; the reported problem was not duplicated. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced plunger cable for preventive measure, performed occlusion test and all functional tests passed.

Event description:
It was reported that the pump showed system error force sensor bridge test. No patient injury was reported.